Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the pump data from the date of the alleged issue has been overwritten due to continued use of the pump. The pump performed a 24 hour delivery test and passed. The complaint could not be duplicated or verified during investigation. Unrelated to the initial allegation, the pump case was removed and corrosion was found under the internal component that regulates the pump's time. Additionally, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the basal history did not match the active basal program of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.